Event description:
Information was received from a manufacturer representative (rep) regarding a patient receiving unknown baclofen 2000mcg/ml for a total dose of 659.3mcg/day via an implantable pump for intractable spasticity. It was reported the patient was seen in the emergency room on tuesday ((B)(6) 2017) for possible baclofen withdrawal. The pump logs were checked and there was nothing to indicate a problem with the pump. A pump refill was done on (B)(6) 2017 and suspected there was maybe a pocket fill as there was some "puffiness over the pump." Location of symptoms was other. The patient was having a catheter dye study done today ((B)(6) 2017). Event date was noted as (B)(6) 2017. No further complications were reported/anticipated.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8709sc, serial (B)(4), implanted: (B)(6) 2007, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information reported the patient demonstrated rebound spasticity and low grade fever. Per the reporter a catheter occlusion resulting in underdosing of baclofen administration. It was unknown if any environmental, external or patient factors that may have led or contributed to the issue. The healthcare provider interrogated the pump in the ER (emergency room) to determine if a motor stall occurred. Also conducted a dye study on (B)(6)2017 and noticed that the catheter had multiple segments and a suspected occlusion. The patient would be treated orally and scheduled for a catheter revision. Surgical intervention did not occur but was planned. The issue was not resolved and the patient status was noted as alive, no injury. No further patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The initial reporter was the healthcare professional (hcp). The patient had tenderness around the pump site, but no pocket fill was confirmed. It was further stated that it was determined that the patient did not experience a pocket fill. The patient was scheduled for a catheter revision on (B)(6) 2017. The patient's withdrawal symptoms were attributed to the occlusion of the existing catheter system. The patient was to be managed with oral baclofen until the scheduled catheter revision. The issue was considered to be resolved and the catheter was to be returned to the manufacturer.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The catheter was tied off and remained in the patient. No product was available for return.